Manufacturer narrative:
Correction: g1, g4, g7, h2, h10. The file was reassessed and determined to be not reportable.

Event description:
The customer reported the device "failed preventive maintenance-patient side occlusion". There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device "failed preventive maintenance-patient side occlusion". There was no patient involvement.